Event description:
It was reported a pt sustained a 3rd degree burn on her left thigh. Requested additional information, however, customer has refused to provide information. According to report the incident involved an user error but no information was provided as to the error. Pt has received treatment for the burn and is still recovering from the incident. Attempts to get additional information has not been successful.

Manufacturer narrative:
This information was not received. No lot number was provided and without lot number, it is not possible to provide an expiration date. The complaint indicates sample is available but it has not been returned to 3m. (B)(6). Cannot provide manufacture date without lot number. It has been concluded the user contributed to the event based on the information reported to date.